Event description:
It was reported during postoperative programming of the patient's scs system multiple invalid contacts were noted. The pt did not have any stimulation therapy. The pt was taken back into the operating room and the pt's scs lead was connected to a multiprogram trial stimulator and all contacts were within normal limits. The physician replaced the pt's scs ipg and the issue was resolved. Follow-up on (B)(6) 2013 identified the patient's system is working properly and the pt is reportedly receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.